Event description:
It was reported that an unspecified malfunction alarm occurred. Customer completed a pump reset to resolve the issue and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.